Manufacturer narrative:
Press and turn encoder is not working properly and will be replaced.

Event description:
Hamilton medical ag received the following description: the encoder was not functioning properly, when pushed in, it would stick about half the time. The other half, it would pop back out. Failure was not found during ventilation.